Manufacturer narrative:
(B)(4). The pump was returned for a pump error 43/41/23 alarm/missing segments/partial display/frozen display found on (B)(6) 2021. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and¿self test. No unexpected pump error 43/41/23 alarm/missing segments/partial display/frozen display noted during testing. Successfully downloaded history files and traces using thump. No unexpected pump error 23 alarm found in the pump diagnostic trace. However, pump error 43/41 alarm found in the pump diagnostic trace on 29-jul-2021 at 12:00:00 o'clock. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Motor passed the motor test outside of the device. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection:¿¿cracked select button keypad overlay. Pump error 23 alarm/missing segments/partial display/frozen display was not confirmed. However, pump error 43/41 alarm found in the pump diagnostic trace. Cracked select button keypad overlay found.

Event description:
Information received by medtronic indicated that insulin pump had partial display and multiple insulin pump error alarms. Insulin pump was not working. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer stated they performed displacement test and self test and it was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.